Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a side port broken issue occurred. The investigation was completed on 29-may-2023. A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, the three-way stopcock was observed detached from its original place. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster (bwi) for evaluation. Visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis revealed that the three-way stopcock was detached from its place with evidence of damage; this could be related to excessive force while manipulating the device during the opening of the box; however, it could not be conclusively determined. A device history record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
As stated in the complaint form, the event date is unknown. As a result, the 1st day of the year has been entered as the event date under b3. Date of event. The bwi product analysis lab received the device for evaluation on (B)(6) 2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath medium and a side port broken issue occurred. The 3-way irrigation port/valve was found broken and dis-attached when the box was opened. There was no way to put the port back on the irrigation tube. There was no patient consequence. Additional information was received. There was no physical damage to the outer box or packaging. Provided a picture and diagram. The device was properly placed in the tray. There was no damage to the device due to any part of the packaging being damaged. The original packing was discarded and the product was shipped to analysis site without it. The section was separated, it was included in the box for the complaint evaluation. As a responsible account executive was not sure about proper terminology of the sheath in english, a diagram was provided where it shows which part was problematic. The section was separated, it has been included in the box for the complaint evaluation. The piece was detached upon opening the box. Sheath could not be used for the procedure, second one was opened. The 3-way irrigation port/valve found broken and dis-attached was assessed as MDR reportable for a side port broken issue.